Manufacturer narrative:
As received, a complete lead was returned for evaluation in two pieces. Electrical tests and x-ray examination did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead revealed damages consistent with that occurring at the time of explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise, oversensing, and an increase in impedance on the right ventricular (rv) lead. The lead was explanted and replaced and the patient was stable.